Event description:
While the ventilator was on a pt, the unit went into an alert condition. The pt was removed from ventilator without any pt harm. Covidien was not authorized to repair the unit. The customer will run extended self test (est) and test the ventilator on a test lung. It is not verified that the vent was inoperable, and that a malfunction occurred.